Event description:
It was reported that a code 1005 was observed for this this unknown patient with this unknown device and lead, which is indicative of an open circuit condition was detected during shock delivery an open circuit condition. This code was observed after an in clinic visit revealed that the shock impedance measurements had gone up in which the device had been reprogrammed at that time to exclude the svc coil. The local area sales representative is being contacted for additional information.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a code 1005 was observed for this unknown patient with this unknown device and lead, which is indicative of an open circuit condition was detected during shock delivery an open circuit condition. This code was observed after an in clinic visit revealed that the shock impedance measurements had gone up in which the device had been reprogrammed at that time to exclude the svc coil. The local area sales representative is being contacted for additional information.

Manufacturer narrative:
Correction to unknown lead model and serial number and patient information. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.